Event description:
Boston scientific received information that this right atrial lead became dislodged. As a result, the lead was explanted and a new lead was successfully implanted. No adverse patient effects were reported.